Event description:
The device reportedly displayed intermittent connect electrodes messages during the reported event. The connect electrodes messages would allegedly cease when the therapy cable was flexed at the device connector. The therapy cable was swapped with a back up cable and treatment to the patient was continued. The pt's outcome and details were not released to mpc.